Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not initially turn on and a power alert occurred while charging the battery. Another wall adapter was used and after charging for a period of time, the battery was charged. Customer's blood glucose was 354 mg/dl. Customer reverted to using manual injections for insulin therapy.